Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow-up MDR.

Event description:
Inaccurate result(s). Customer is complaining that the product does not work and is inaccurate. They recommend individual antigen tests.